Event description:
: It was reported that the customer experienced a low blood glucose (bg) level of 40mg/dl. Low bg cause was not known. Reportedly, customer lost consciousness and had their sister called emergency medical services (ems). Ems provided intravenous glaucous and the customer consumed glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
There is no evidence that the pump experienced a malfunction or failure. A total of 1 low event was detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The cause of the low bg could not be determined based on the review conducted.